Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to emergency room and got hospitalized on (B)(6) 2025 due to hyperglycemic and tape was not sticking event. Infusion set was use for 3 days. Blood glucose level was 350 mg/dl at the time of the event. Patient was found positive for ketones level. Patient experienced the symptoms of throwing up. The duration of hospitalization was 2 hours. Patient got treated with insulin via manual injection at the hospital. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6001858 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 for the adhesive patch lifts or detaches during use. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6001858 was manufactured according to the wi version 63 manufactured in the line inset 4, on 12/jun/2023, with a total of (b(6) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code adhesive patch lifts or detaches during use and lot 6001858 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.